Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a disconnection between the transfer set and titanium adapter and a breach in aseptic technique that led to peritonitis. The patient stated that their transfer set connection became loose in the shower and disconnected from the titanium adapter. The patient then washed the transfer set with soap and warm water and reconnected it to the titanium adapter. Approximately two weeks after this event, the patient was diagnosed with peritonitis manifested by abdominal pain. The patient was not hospitalized for peritonitis. The cause of the peritonitis was determined to be due to the disconnection which is believed to be due to the patient's technique. The patient was treated with vancomycin (intraperitoneally (ip), dose and frequency not reported), fortaz (ip, dose and frequency not reported), and ciprofloxacin (orally, dose and frequency not reported) for the peritonitis event. One day prior to the initial report, the patient's transfer set was changed out and no issues or damage were noted with the titanium adapter or the transfer set. On the same day, the patient was retrained on aseptic technique. At the time of this report, the patient had recovered from peritonitis. Action taken with dianeal and extraneal therapies was not reported. No additional information is available.